Manufacturer narrative:
Result: damaged siderail, cracked siderail panels.

Event description:
It was reported by service report that the head of the bed will not go down. It was further reported that the motion interrupt pan was missing. No patient involvement or adverse consequences are reported.